Event description:
It was reported that there was loss of capture (loc) on this left ventricular (lv) lead. It was noted that the lv thresholds run at different pulses. The health care professional (hcp) wanted to know the best threshold value for the best battery longevity and capture. Technical services (ts) provided the threshold value for the best battery longevity. Ts noted that the thresholds was higher than expected. The lead remains in use. No adverse patient effects were reported.

Event description:
It was reported that there was loss of capture (loc) on this left ventricular (lv) lead. It was noted that the lv thresholds run at different pulses. The health care professional (hcp) wanted to know the best threshold value for the best battery longevity and capture. Technical services (ts) provided the threshold value for the best battery longevity. Ts noted that the thresholds was higher than expected. The lead remains in use. No adverse patient effects were reported. Subsequently, the lead was explanted and returned for analysis. No additional adverse patient effects were reported.